Manufacturer narrative:
Investigation summary: although the review of the dhrs review are required for MDR¿s per ms-qs-083, a review could not be performed as the lot number was not provided. Received one used iag 24 g catheter/adapter assembly from catalog 381823 lot number unknown. The catheter/adapter assembly was attached to a syringe. Five photos were submitted for review. Visual/microscopic evaluation: no cuts, holes, splits or the needle piercing thru the catheter tubing wall. Water/air leak test: air bubbles were observed coming from the nose of the adapter. The catheter/adapter was dissected to locate where the leakage was from; observed the tubing had a cut/slit. Based on the review of the submitted photo, which had bubbles on the catheter tubing above the nose of the adapter, the defect leakage was confirmed. Conclusion: manufacturing ¿ a definite root cause for slit could not be determined. The failure could potentially happen on zone 1, zone 2 or zone 5.

Event description:
It was reported that drug leaked from between the bd insyte¿ autoguard¿ shielded IV catheter and the adapter. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that drug leaked from between the bd insyte¿ autoguard¿ shielded IV catheter and the adapter. There was no report of exposure, injury, or medical intervention.